Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient. The original specimen was re-tested on this and on a different instrument and produced results were within the normal reference range. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in plastic bd lithium heparin plasma tubes without a gel separator. The specimens are centrifuged at 3,600 rpm for ten minutes. Per customer, the sample was normal in appearance. Qc was within the customer's established ranges prior to the event. A system check performed on 03/11/2010 met specifications. There were no error messages posted to the event log at the time of the event. A field service engineer (fse) was dispatched: the fse performed a major preventive maintenance (pm) and replaced several hardware components. The fse conducted a diagnostic testing which passed within instrument specifications. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.